Manufacturer narrative:
The suspect device was not returned to olympus for evaluation. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that when connecting a scope to the olympus, model cv-170, video system center, there was poor contact and a "b30" error occurred. The intended procedure was completed using another similar device. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The phenomenon of ¿error b30¿ was not reproduced since the subject device was not returned from the facility. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.